Manufacturer narrative:
This device was used for treatment, not diagnosis. Height: 5ft 6in, bmi: 24.4 this report is for one (1) unknown trauma device. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient is having pain in the right ankle. The original implant of this device took place on (B)(6) 2015. There is a planned hardware removal of the right ankle on (B)(6) 2016. This report is for an unknown trauma device. This report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update, march 9, 2016: it was reported that surgery went well and patient is doing fine. It was also stated that the patient is recovering without any complications. No part or lot numbers or additional information provided by reporter.